Manufacturer narrative:
(B)(4). This information was not provided in the reported event or available at the time of report submission. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the orbit galaxy complex xtrasoft coil 3x6 (640cx0306 / 17632330) became stretched during the embolization procedure. Another coil was used to complete the procedure. There was no report of patient injury or adverse event.

Manufacturer narrative:
(B)(4). Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed.

Manufacturer narrative:
(B)(4). [Complaint conclusion]: the healthcare professional reported that the orbit galaxy complex xtrasoft coil 3x6 (640cx0306 / 17632330) became stretched during the coil embolization procedure of an intracranial aneurysm. The reported issue occurred during the repositioning (withdrawal / re-advancement) of the coil in the aneurysm. It was confirmed that continuous flush was maintained through the microcatheter and that there was no resistance between the guidewire and the microcatheter when the target site was being accessed. There was also no resistance experienced at any time during the advancement of the coil through the microcatheter. The microcatheter did not have any kink that could have contributed to the reported event. It was not known if coil entanglement with previously placed coils was suspected to contribute to the reported event. The stretched orbit galaxy complex xtrasoft coil was removed in its entirety with no additional damage noted on the device. It was also confirmed that there was no flow restriction / reduction as a result of the reported event. The procedure was completed with another coil. There was no report of patient injury or adverse event; no clinically significant delay in the procedure was reported. The non-sterile orbit galaxy complex xtrasoft coil 3x6 was returned and received coiled inside a pouch. The hypotube and the coil introducer were visually inspected and no damages were observed on either component. The support coil was visually inspected and was noted to be outside of the coil introducer at the proximal end. The gripper was inside the coil introducer with no damage observed on it. The embolic coil was still inside of the coil introducer; the embolic coil underwent microscopic inspection and was observed to be stretched. The reported issue of the coil being stretched was confirmed. The cause of the stretched condition of the coil appeared to have been caused by applied excessive force. A review of the manufacturing documentation associated with this lot (17632330) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The review of the lot did not find any anomaly that would attribute the reported issue to be related to the manufacturing process. There are additional inspections in place to prevent failure such as the one reported in this complaint from leaving the facility. Procedural factors and/or handling process may have been the contributing cause to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint : (B)(4). The healthcare professional reported that the orbit galaxy complex xtrasoft coil 3x6 (640cx0306 / 17632330) became stretched during the coil embolization procedure of an intracranial aneurysm. The reported issue occurred during the repositioning (withdrawal / re-advancement) of the coil in the aneurysm. It was confirmed that continuous flush was maintained through the microcatheter and that there was no resistance between the guidewire and the microcatheter when the target site was being accessed. There was also no resistance experienced at any time during the advancement of the coil through the microcatheter. The microcatheter did not have any kink that could have contributed to the reported event. It was not known if coil entanglement with previously placed coils was suspected to contribute to the reported event. The stretched orbit galaxy complex xtrasoft coil was removed in its entirety with no additional damage noted on the device. It was also confirmed that there was no flow restriction / reduction as a result of the reported event. The procedure was completed with another coil. There was no report of patient injury or adverse event; no clinically significant delay in the procedure was reported. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.